Event description:
During an ablation procedure, the device delivered emergency shocks to resolve an arrhythmia, however, the shock was ineffective. External defibrillation was provided to resolve the arrhythmia. Abbott technical support was later contacted, and the device was reprogrammed to avoid any future instances of inadequate therapy. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.